Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
The hs1 defibrillator (serial number a15j-10450) was returned to philips for additional analysis. The complaint was escalated for technical complaint investigation and the results indicate the device had a defective component (cmos static ram, component designator u4). The component designator u4, found to be defective. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to the patient in a critical care event. Based on the information available, the cause of the reported problem was a defective component (cmos static ram, component designator u4). The reported problem was confirmed. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.